Event description:
Resistance was met upon removal attempts of the guidewire used for filter placement following deployment via a jugular approach. After successful attempts at percutaneous removal, the filter and wire were surgically removed. The vena cava was clipped at that time. The patient expired days post filter retrieval of pneumonia. This device was returned, evaluated and retained by this manuacturer. The engineering indicated a portion of the wire was wrapped around the apex of the filter at approx twenty six millimeters from the distal tip. A portion of the proximal end of the wire was not returned. Two of the filter legs appear to have been cut off half way and were also not returned. The other legs of the filter were bent.